Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status change of bol to mol2, which skipped mol1. A boston scientific crm technical services (ts) consultant discussed that this behavior is not normal, and recommended a save to disc be obtained and sent in for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.